Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, blank display, weak battery and failed battery test from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with injections. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline battery. The customer stated that the display did not return. The customer was advised to clear the weak battery with the escape and act buttons. The customer was advised that a weak battery will occur prior to a failed battery test or low battery alert. The customer was advised to monitor the pump.